Manufacturer narrative:
Concomitant medical products: product ID 8832, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis of the pump revealed a deformed pump tube in the pump head. As received, the pump reservoir was empty and left in simple continuous infusion mode. Pump logs indicated that a motor stall and motor stall recovery on the day of explant and a second motor stall and motor stall recovery after the pump was explanted. The particular healthcare provider (hcp) was known to use magnets to stop pumps. Analysis did not find any evidence to explain the motor stalls. Analysis found that the pump tube was discolored. The outlet of the tube had migrated toward the inlet and, when subjectively compared to another tube that hand not been exposed to drug, was hardened with a loss of elasticity.

Event description:
Additional information was received from a clinical study via a healthcare provider (hcp). It was reported as of (B)(6) 2013 the device had been programmed to deliver dilaudid 4.0 mg/ml at a dose of 3.9965 mg per day, compounded baclofen 400 mcg/ml at a dose of 399.65 mcg/day and bupivacaine 25 mg/ml at 24.978 mg/day. As of that day as well, the pump's elective replacement indicator (eri) per the logs was as 16 months. No further information was provided.

Manufacturer narrative:
The previously reported conclusion code was updated.

Event description:
It was reported that, on (B)(6) 2013, a volume discrepancy indicated underinfusion of 3.8ml. On (B)(6) 2014, a volume discrepancy indicated underinfusion of 3.2ml. On (B)(6) 2014, a volume discrepancy indicated underinfusion of 3.3ml. Specific expected and actual reservoir volumes were not reported. The event was indicated to be related to the pump and catheter. The patient was not experiencing any symptoms. As of (B)(6) 2014, the event was unresolved with no further actions planned. The pump was explanted on (B)(6) 2014 for end of life (eol). The device system was used to deliver dilaudid, compounded baclofen and bupivacaine.